Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received a no delivery alarm. The customer's father reported that insulin was leaking out of the reservoir. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the reservoir was discarded. The reservoir will not be returned for analysis.